Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary (B)(4): the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that the device was attempted to be used during implant but elective replacement indicator (eri) alert was present. Therefore the device was replaced with a new device. No patient complications have been reported as a result of this event.